Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the vela main pcba and performed a failure investigation. There were no visible defects, damage or contamination on the component. The reported complaint was confirmed through the events log and duplicated during functional check. The root cause is associated with a supplier manufacturing process and a design issue of sub components of this main pcb. This issue has been addressed in CAPA ca-2017-0206.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported a defective board. The device was showing an alarm for xdcr fault. The exhl diff press calib fails at 3cmh20 calibration. There was no patient involvement in this event.